Event description:
It was reported that during a da vinci-assisted salpingectomy surgical procedure, the entire tip of the force bipolar instrument seemed really loose and wobbles back and forth. The procedure was completed with no patient harm.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was compared to an in-house golden instrument and found to be performing in its expect condition. The wiggle in the grip was part of the device design. No product issue was identified.